Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A sigma ps rp was revised for tibia subsidence. This was a right knee. No implant sizing was visible, no primary surgery details available as it was performed in another health system. Patient consequence? :yes. Patient consequence description:failed total knee. Sigma ps rp. Action taken for procedure:revised to tc3 rp. Femur, tibia, poly we¿re explanted, no size info available... Right knee. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.